Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this right atrial (ra) lead was dislodged and was confirmed with an x-ray. Subsequently, this ra lead was explanted and replaced and the patient underlying rhythm at the time of the procedure was sinus bradycardia. The patient was followed up post-procedure and all measurements were satisfactory. No additional adverse patient effects were reported.